Manufacturer narrative:
Device 4 of 8. E1: complainant street address (B)(6). Complainant country: malaysia. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
The distributor reported that the seal on eight pieces was broken. The product was not used. Photographs depicting the issue were received from the complainant.